Event description:
The pt contacted lifescan in 2005 and alleged that her one touch basic enhanced meter was reading inaccurately erratic. The pt had received results of 394 mg/dl and 287 mg/dl, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting with the customer service agent, it was verified by the pt that the meter was in the right unit of measurement and that her testing technique was correct. The meter was also cleaned according to the owner's manual. She was walked through two consecutive check strip tests, but both of them failed outside the range. Based on the info provided, there is an indication tha the product has malfunctioned since two consecutive check strip tests failed. However, there is no info to suggest that the pt experienced injury due to the product failure and there is no adverse event reported. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the pt.